Manufacturer narrative:
(B)(6). Date of event is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that x-ray revealed that the patient's 3286 lead was cut and left implanted, but is inactive. It is unknown when the lead was cut and for what reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.